Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displaying a distorted screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. On site inspection at the hospital confirmed the reported problem by checking the equipment and fault code logs. A possible backflow was detected. Manifold and cable were replaced. The equipment passed all factory specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. Customer reported a screen flickering issue with the equipment, which has not been used by patients. On-site inspection of the equipment and review of fault code records at the hospital confirmed the customer's reported fault. Detection of backflow was found. Spare parts were replaced. The equipment passed all factory-specified performance and safety tests. * the equipment has been delivered to the customer and is ready for clinical use.